Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2307855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii IV catheter was discovered to be bent. Device was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 on (B)(6), 2023, when the nurse was performing venipuncture, she pushed the needle in the blood vessel. When pushing the needle, there was resistance and the needle could not be pushed smoothly. After pulling out the needle, it was found that one side of the hose was bent, and it was replaced immediately without causing adverse consequences.

Event description:
It was reported that during use with bd intima¿-ii IV catheter was discovered to be bent. Device was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 on (B)(6) 2023, when the nurse was performing venipuncture, she pushed the needle in the blood vessel. When pushing the needle, there was resistance and the needle could not be pushed smoothly. After pulling out the needle, it was found that one side of the hose was bent, and it was replaced immediately without causing adverse consequences.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.